Event description:
Multiple undocumented reports of air "entrainment" in IV tubing received. In one incident during an or procedure, an anesthesiologist used an upper luer activated valve for access for a piggyback fluid, and it was reported that when the tubing was removed from the lav, bubbles of air "entrained" into the tubing uniformly until noticed by the practitioner. All the air was removed before it reached the pt. In the or pre-op area there have been multiple undocumented incidences of reported air "entrainment" when the nurses hang piggyback bags per the lav port. When the fluid emptied, air was reportedly entering the primary tubing from the piggyback bag. Air was removed from the line before it infused into the pt. No pt harm has been reported.